Event description:
The customer reported that the advia labcell sample manager robot assembly dropped two sample tubes. One patient required a redraw. There were no known reports of adverse health consequences or patient intervention due to the dropped sample tubes.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the labcell system and sample manager robot assembly. After evaluation, the cse replaced the sample manager robot assembly, performed calibrations and successfully ran tubes to verify system functionality. The cause of the dropped tubes was due to a malfunction in the advia labcell sample manager robot assembly. The instrument is performing within specifications. No further evaluation of the device is required.